Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were infection and "ruptured capsule."

Event description:
Healthcare professional reported via regulatory agency "ruptured capsule and tissue expander in right breast fluid tested positive for infection". Device has been explanted.